Event description:
Evaluation revealed damaged force sensor pins and review of the pump history reveals loss of prime warnings associated with zero force.

Manufacturer narrative:
There was no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed damaged force sensor pins and review of the pump history reveals loss of prime warnings associated with zero force.